Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: inflammation.

Event description:
Patient representative reported "chronic headaches and migraines", "chest pain", "pain around incision", "radiating pain in breasts and rib cage", and "inflammation." This record is for the left side. Device has been explanted.